Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc, ICD, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's pace-sense right ventricular (rv) lead had high thresholds, diminished sensing of r-waves, high impedance and a confirmed fracture. The pace-sense rv lead was explanted and replaced. It was also reported that the patient's defibrillation rv lead had elevated short interval counts (sic) causing an inappropriate shock. The defibrillation rv lead was capped and replaced. No further patient complications have been reported as a result of this event.